Event description:
Customer called lfs on 9/9/2002 alleging that their meter would only prompt the "not ok" message and would not power on at one point in time. There were no reportable symptoms. No adverse event or serious injury occurred. No medical care beyond home treatment was rec'd. Pt did report obtaining a "215 mg/dl" on a friend's meter when their meter would not power on (unknown date and time). Ccr attempted to troubleshoot the meter, however, the issues could not be resolved. Ccr replaced the meter and control solution.